Event description:
It was reported an over infusion event. No further information was provided. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, concomitant med prod data, device eval by manufacturer? Imdrf annex a, g, b, c, d codes, remedial action required, remedial action# and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module over infused blood products was confirmed and replicated during laboratory testing. Internal inspection of the suspect pump module found the bezel assembly to be a third-party part from biomedical solutions. Laboratory test results performed on the suspect device confirmed the pump module to be out of specification (-16.13% error) for rate accuracy. It was operating as intended with a known good dedicated complaint handling unit (dchu) laboratory bezel assembly installed. A review of the pcu event logs showed no data for the reported event date on pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect pump module on (B)(6) 2024 at 4:24 pm. The profile in use was identified as ¿critical care¿. A nicardipine (cardene) infusion was programmed with the following parameters: drug amount: 25 mg, diluent volume: 250 ml. Dose 5 mg/hr, volume to be infused (vtbi): 250 ml, rate: 50 ml/hr, concentration: 0.1 mg/ml. At 5:27 pm pump alarmed air in line. At 5:39 pm pump alarmed air in line and infusion was paused. On (B)(6) 2024, at 8:29 am infusion was restarted, with a primary volume infused (pvi) of 51.821 ml. Between 8:29 am and 8:30 am infusion was paused (two (2) times) and restarted. At 8:30 am pump module was channeled off. With a final pvi registered of 52.02 ml a review of the pcu and pump module error logs showed no errors or malfunctions that were relevant to customer¿s complaint. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Testing of the incident administration set could not be performed due the leak observed on the pumping section. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the bezel, door harness and mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Root cause: the root cause of the reported over infusion is attributed to a third-party bezel assembly. Note that imdrf annex a040502, a1801, c0601, d15, d01, g04037 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion event. No further information was provided. There was patient involvement but no harm. Although requested no additional information will be provided by the customer, no devices will be returned.